Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 130 to 140 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call fasting ((B)(6) 2015; 4:50 pm) with results of 247 mg/dl and 227 mg/dl. Verified storage of test strips is within instructed specification since they are kept in the dining room. Test strip lot manufacturer's expiration date is 05/31/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (unable to read time/date): 244 mg/dl, 315 mg/dl, 311 mg/dl, 208 mg/dl, 220 mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user had an inaccurate reference.